Manufacturer narrative:
Further information was requested but not received. Serial number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that post fixation, the atrial lp lost markers, was not pacing at the programmed rate, and was intermittently undersensing and oversensing. Programming changes were made and the lp function returned to normal after removing the temporary pacing wire. The patient was stable.